Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having afib which was a result of lack of treatment for sleep apnea. The patient also alleged that multiple medications and heart procedure is required to treat the condition. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.